Event description:
A nurse reported a system message displayed towards the end of a cataract with intraocular lens implant procedure, while removing viscoelastic. They switched to an alternate system to complete the procedure. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and confirmed the problem reported. The fluidics mechanism assembly was replaced. The system was then tested and met all product specifications. The fluidics mechanism assembly was returned and a visual assessment of the returned sample did reveal the presence of bss on the face plate and latch jaws. The mechanism inspection of the returned fluidics mechanism assembly determined that the latch assembly was able to be moved inward and outward. Motor inspection of the returned fluidics assembly determined that the latch assembly jaws were able to move, thus allowing the latch disk to move in a clockwise position. The returned fluidics assembly was then installed into a calibrated system and tested. No system messages or issues were observed during system power on and throughout the boot-up process. Additional testing was performed and the fluidics mechanism assembly passed all testing. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).